Event description:
It was reported that the patients ipg was no longer working. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The explanted device will note be returned per facility policy.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.